Manufacturer narrative:
Hospital refused to provide details of the incident.

Event description:
It was reported that the patient suffered a severe perianal wounding sometime in (B)(6) of 2012. The instaflo bowel catheter was in place for 2 weeks. There was no lot number or sample provided. The hospital refused to provide any additional information regarding the incident.